Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving an apply sample message. The pt manages his diabetes with an insulin pump. The pt claimed that during the onset of the apply sample message on (B) (6), 2010 at 2 am, the pt managed his diabetes with more food/drink. However, the pt passed out "right away." The pt denied receiving any treatment for acute complication of diabetes. During troubleshooting, the csr noted that the correct testing process was used, and the sample was drawn completely into the test strip area. The product issue was not resolved. This complaint is being reported due to the alleged apply sample issue. However, there is no evidence that the pt suffered a serious injury due to the product issue. The pt's loss of consciousness occurred during the onset of the product issue. Replacement products were sent to the pt.